Event description:
It was reported that the patient had backup battery fault alarms on their primary system controller. The backup battery was changed about 2 weeks ago (cs-227515). The log captured backup battery faults starting 27may2026 at 0854 and continued intermittently for the remainder of the log. The system controller was intended to be replaced. It appeared that the emergency backup battery (ebb) failed the load test resulting in these faults.

Manufacturer narrative:
A4 - patient weight not provided by customer no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.